Event description:
Ed rn was attempting IV access for a 7-month-old with anaphylactic reaction to peanut butter. She was able to access the patient but met resistance with the IV catheter and also noted blood leaking around the access site. She pulled the catheter out and noted the plastic catheter portion that covers the needle had broken away from the needle and had separated causing the inability to advance the catheter in the patient's vein. The risk of this could have caused the plastic portion on the catheter to break off and enter the patient's blood stream.